Event description:
Customer alleges the frame tube on the left side is bent and has come apart and popped when she sat on it. No injury alleged.

Event description:
Customer alleges the frame tube on the left side is bent and has come apart and popped when she sat on it. No injury alleged.

Manufacturer narrative:
(B)(4). The original report listed genteel as the manufacturer. The manufacturer is unknown as no lot# / serial number is available to determine the manufacturer.